Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services, inc., the device failed the 30 psi occlusion pressure test, recording a pressure of 43.75 psi which is outside the acceptable range of 22 to 38 psi. The issue was successfully resolved by recalibrating the 30psi calibration value from 288 to 238. The device also failed the 8 psi occlusion pressure test, recording a pressure of 16.26 psi which is outside the acceptable range of 0 to 16 psi. The issue was successfully resolved by recalibrating the 8 psi calibration value from 399 to 299. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services, inc., the device failed the 30 psi occlusion pressure test, recording a pressure of 43.75 psi which is outside the acceptable range of 22 to 38 psi. The issue was successfully resolved by recalibrating the 30psi calibration value from 288 to 238. The device also failed the 8 psi occlusion pressure test, recording a pressure of 16.26 psi which is outside the acceptable range of 0 to 16 psi. The issue was successfully resolved by recalibrating the 8 psi calibration value from 399 to 299. No patient involvement was reported.